Event description:
It was reported the patient presented prior to procedure. During interrogation, it was discovered the left ventricular lead exhibited loss of capture. The left ventricular lead was explanted and replaced. The patient was in stable condition.